Event description:
It was reported that the tubing would not prime at the lowest section of the tubing. The incident occurred prior to use with a patient. There was no patient involvement.

Manufacturer narrative:
Evaluation results: one level 1 hotline low flow systems (hl-390) was returned for investigation in used condition. The unit was received with paint chipping, scratches, and stains on the enclosure. This was from general wear and tear. There was also corrosion at the elbow drain fitting, and the line cord was worn and faded. The unit and old-style pcb, and was noisy. The pcb was also disconnected from the cables. The customer reported product problem was replicated during start up. The unit was not repaired due to the age and condition of the device. It was beyond economical repair. Ultimately, the investigator concluded that the gasket in the tank cover was not properly in place. This caused the tank to leak. The product problem was therefore attributed to the user.

Event description:
Information was received that a smiths medical level 1 hotline 3 blood and fluid warmer leaks water. No adverse effects were reported.

Manufacturer narrative:
Additional information was received indicating that there was no patient involvement. No adverse effects were reported.